Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 03 dec 2015 to the present date 14 jan 2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported alarm - error codes / messages. No further information provided. No patient involvement.